Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A doctor of optometry reports a pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under MFR number 1061857-2007-00291. Pt records do not indicate an injury for the right eye. At 2 months post-up, bcva improved 1 line from the pre-op measurment and ucva improved from 20/150 to 20/20-2. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolved after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.